Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo a revision procedure.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo a revision procedure.